Event description:
It was reported the pt experienced no stimulation. An ins over-discharge was confirmed. Physician mode recharge was done 4 times with no response from the device. The device problem initiated following the pt having a stroke and falling. She was then hospitalized and had multiple different scans due to the stroke. Her implanted device has not worked since then. The hcp had planned to replace the device. The device will be returned to the MFR for analysis after it is replaced.